Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 120 units of insulin. Additionally, it was reported that the customer went through the fill tubing process two times. The contact added additional insulin to the cartridge and completed the load process successfully. The customer's blood glucose level was 151 mg/dl.